Event description:
The customer reported a no delivery alarm on the insulin pump that would not clear. The helpline assisted the customer with clearing the alarm from the device. The customer reported changing the set; troubleshooting could not be properly completed. The customer's blood glucose value was 123 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.